Event description:
It was reported that the patients ipg was not charging as it used to, was taking way longer to charge and was not holding a charge as long either. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.